Manufacturer narrative:
Additional information for b5 and d4 lot #. D4: lot # 60407086, previously submitted as 60407080. B5: it was reported that three (3) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the tube connection (previously reported as a quantity of four). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction d4: expiration date: update to ni (remove 09/30/2025 as previously reported). H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port bonding area. The reported condition was verified. The cause was not determined; however a likely cause was due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the tube connection. This was discovered prior to patient use. There was no patient involvement. No additional information is available.